Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery life of this pacemaker had gone from less than six months to five years after programming the device. Technical services (ts) discussed to send in a save to disk for engineering analysis and recommended placing a magnet over the device to get the magnet rate. To date, the pacemaker remains in service. No adverse patient effects were reported.